Event description:
Healthcare provider reported, a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on the side assessed, as surgical damage. Additional observations: crease flat observed, on the device. Black particles on the fill channel. No further actions are required, as the device was implanted.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.